Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for investigation. The manufacturer reports that a visual exam was performed and the defect was confirmed. The balloon was separated from the shaft. A device history record review was performed and no relevant findings were identified. Teh root cause of the issue was determined to be supplier related. There was inadequate manipulation (incorrect centering) of the balloon during the gluing operation. A non-conformance was opened to address this issue.

Event description:
Customer reported during insertion of the device, the fiberoptic bronchoscope was advanced to verify positioning of the device and the user noticed one of the balloons was separated from its support shaft. It was reported the balloon could not be inflated and occluded the bronchi. The device was immediately removed. No patient harm or injury was reported. It was reported there was a delay in treatment to the patient.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported during insertion of the device, the fiberoptic bronchoscope was advanced to verify positioning of the device and the user noticed one of the balloons was separated from its support shaft. It was reported the balloon could not be inflated and occluded the bronchi. The device was immediately removed. No patient harm or injury was reported. It was reported there was a delay in treatment to the patient.